Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The engineering review was completed. Initial findings were confirmed. The fragment was analyzed using ftir, and it was noted that it was made of an epoxy material which is what the insulated coating of main tube is made of as well. The area around the chipped part of the main tube exhibited scratches which indicates damage during use due to intraoperative collisions with other instruments etc.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the plastic part of the outside of the vessel sealer extend (vse) instrument fell inside the patient. The customer was able to retrieve the fragments during the same procedure. The procedure was completed with a backup instrument of same kind. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, and no damage was found. The customer indicated that all the fragments were retrieved during same procedure and confirmed with visual inspection. Post-operative tests were not performed. The issue was identified after using the instrument for less than 30 minutes during sealing surgical task. The surgeon did not notice any issues with the functionality of the instrument. It was unknown what caused the fragment falling issue as the instrument did not collide with any hard materials or other instruments. Upon final removal of the instrument, the wrist was straightened, and the surgical staff did not feel any resistance upon removal of the instrument through the cannula. No other damage was noted on the instrument after the event occurred and the cannula had no issue. The patient had no injury or harm and has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend (vse) instrument was analyzed and found to have a piece of the outer layer of the main tube chipped. The broken piece measured approximately 0.220 x .108 and was returned with the instrument.